Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During the valve deployment, the 26mm commander delivery system balloon ruptured upon full inflation. Plus 2cc were used for inflation. The delivery system was pulled back to the 14f esheath plus but the delivery system balloon would not come fully into the sheath due to the balloon material bunching up at the tip of the sheath. Sheath and delivery system were backed into the common femoral smoothly but could not be fully removed from the body. A femoral artery cutdown was performed and system was fully removed with the delivery system balloon fully intact. The expandable seam on the sheath was torn slightly. Patient tolerated procedure well. Per pre-deco evaluation of the returned device, 14f esheath plus had a distal tip split along axial score line.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: sheath shaft curvature due to packaging. Liner fully expanded as designed. Liner bunching at distal tip. C marker band present. Deep scratches on sheath shaft. Distal tip split along axial score line. No presence of liner tear observed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip was split. In this case, withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath distal tip and result in the reported distal tip split. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.